Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient reported discomfort at the paddle insertion site. A CT scan revealed the paddle was pressing on the cord as the spinal canal was too narrow. Although the patient was reporting effective pain relief from the device, the patient had the device explanted. The patient has recovered with no sequelae.